Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-50 mg/dl. Suspected cause was due to the customer¿s carbohydrate ratio needing adjustments. Customer consumed carbohydrates and glucose tablets to address bg. Customer updated the carbohydrate ratio setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.